Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The patient presented with an acute myocardial infarction. Vascular access was obtained via the femoral artery. The target lesion was located in the right coronary artery (rca). Predilation was performed with a 2.5mm non bsc balloon catheter. Ivus was performed and a 3.5 non bsc stent was deployed. Post ivus was performed. For post dilation a 15mm x 3.50mm nc quantum apex mr balloon catheter was used, first inflation to 18 atms and during the second inflation at 18 atms a balloon rupture occurred. The nc quantum apex mr balloon catheter was removed intact and the procedure was completed with a 3.5mm non bsc balloon catheter. No patient complications were reported and the patient's status is good.